Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed acoustic lens surface peeling issue could not be determined, however, the issue is likely the result of stress due to user handling/mishandling, chemical stress during the cleaning/sanitization process and or repetitive use. The event can be detected/prevented by following the instructions for use which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 ¿important information ¿ please read before use¿ warnings and cautions [warning] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasound gastrovideoscope relayed a bad picture to the monitor. The customer attempted to use the device with replacement scope cable but the issue persisted. The customer reported the issue was identified during preparation prior to use. The device was returned to olympus medical for evaluation. During evaluation, the device's probe unit showed a piece was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer error description could not be confirmed. No defect on the charged coupled device (ccd)-image was found. Defects/artifacts were found on the ultrasound-image. In addition to the missing probe piece, the device examination showed the acoustic lens was peeling; the force angulation lever had a cut which caused the device to fail insulation capacity testing; switch button 1 was cut; and the bending section adhesive was chipped. Functional testing showed the angulation knob angle did not meet with specifications for the up direction; this was caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.